Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since electrodes were placed in a different location in the brain than anticipated, with the brainlab device involved, although according to the surgeon: the desired seeg analysis could be completed successfully as desired. There were no changes of invasive actions done during or after the surgery from the planned procedure, the electrode placements did not need to be corrected. There was no harm or negative clinical effect for this patient due to the deviating electrode placements, also not due to anesthesia prolong of ca. 4h at the later electrode extraction surgery for post-op CT evaluation. There were no remedial actions done, necessary or planned for this patient. Despite upon extraction of the electrodes a bleeding into the ventricular system occurred, this did not require any remedial actions other than extended observation. Hospitalization of the patient was prolonged due to the extended observation by 4 days. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the deviation of the 14 electrodes in average by ca. 3.3mm at entry and ca. 2.7mm at target from the intended/planned positions, can be attributed to one or the combination of the following factors: a shift of the patient's head within the non-brainlab head holder relative to the navigation reference array after registration to the navigation and during the surgery, due to insufficient rigid fixation and/or inadvertent forces e.g. At draping or during the surgery, explaining the observed similar deviation of all electrode placements. Relative movements of the patient's head within the head holder and thus to the reference array cannot be compensated by the navigation. Apparently, the resulting deviation was not recognized by the user with the necessary accuracy verification of navigation throughout the procedure, and before/during the placement of the electrodes. A not fully ideal point acquisition by the user during patient registration, which may have caused the navigation to not find an as accurate match as desired in the region of interest for this specific procedure, between the preoperative image dataset and the actual patient anatomy, especially as points were acquired in areas where skin shift would be likely (e.g. Both cheeks and eyebrows). The accepted match to the pre-surgery CT scan the navigation found for the registration points acquired on the actual patient skin might have been slightly rotated. Apparently the possibly resulting deviation of the navigation display was not detected by the user directly after the registration, with the required user verification of the registration accuracy. Further, despite this user surgeon is aware of the suitable use of the navigation and its accuracy specifications, for this specific surgery the surgeon suddenly expected a higher accuracy of the navigation other than specified, here of within only a 2mm safety margin, only because of this patient's specifics. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial stereo-electro-encephalography (seeg) surgery for placement of 14 depth electrodes into the brain for diagnostic analysis, has been performed with the aid of the brainlab cranial navigation version 3.1. A pre-operative CT scan was acquired ca. 1 week before the surgery, to use with navigation. Further MRI datasets formerly acquired were fused to this CT scan used for patient registration to the navigation. Trajectories were planned. During the procedure the surgeon: positioned the patient in a supine orientation (neutral position) in a non-brainlab head holder. Attached the sterile navigation reference array to the head holder. Performed the image registration with surface matching by acquiring registration points on the patient's skin surface with the softouch to match the display of the navigation to the current patient anatomy, including continuing to add registration points to existing registration attempts. Verified the accuracy of the patient registration to navigation, determined the result as very good, and accepted the registration to proceed. Marked the entry points with a marker on the patient's skin, draped the patient, re-checked the entry point markings with the navigated sterile pointer, and created the ca. 2mm burr holes through the navigated varioguide. Placed the non-brainlab bone screws, aligned to the planned trajectories with the aid of a navigated drill guide and varioguide, for bone-screw-guidance of the non-brainlab stylet and the non-brainlab electrodes. Measured the distance from the entry points (bone screws) to the planned target points with the navigation using the pointer. Inserted a non-brainlab stylet to the pre-measured depths without navigation, but guided by the bone screws, and placed the 14 electrode leads to the same depths also solely following the bone screws and the prepared paths in the brain. Completed the surgery. From a post-op CT scan the surgeon determined that the electrodes placed deviated by ca. 3.3mm at the entry and ca. 2.7mm at the target from the intended/planned positions, whereas for this specific patient treatment the surgeon desired a placement accuracy within only a 2mm safety margin due to the patient specifics. The seeg analysis could still be completed successfully as desired. Upon extraction of the electrodes, a bleeding into the ventricular system occurred, which did not require any remedial actions and solely the observation of the patient was extended for four days as per the surgeon. According to the surgeon: the desired seeg analysis could be completed successfully as desired. There were no changes of invasive actions done during or after the surgery from the planned procedure, the electrode placements did not need to be corrected. There was no harm or negative clinical effect for this patient due to the deviating electrode placements, also not due to anesthesia prolong of ca. 4h at the later electrode extraction surgery for post-op CT evaluation . There were no remedial actions done, necessary or planned for this patient. Despite upon extraction of the electrodes a bleeding into the ventricular system occurred, this did not require any remedial actions other than extended observation. Hospitalization of the patient was prolonged due to the extended observation by 4 days.